Manufacturer narrative:
One medfusion pump was received with a broken lcd lens support. The event history log was reviewed and there was a force sensor test error. The power up process was conducted and the force sensor was checked and tested. A force sensor test error was found at power up and failed on force sensor. At 0.00 lbs, the force reading was -1.12 lbs. And the count was at 0.00. The force senor was out calibration as a result of normal wear. The pump is over 12 years old. The pump will not be repaired because the v3.0.6 was obsolete at the end of december 2019.

Event description:
Information was received indicating that a smiths medical medfusion pump had a sensor test failure. There was no patient involvement.